Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-feb-2026, a sales representative reported via (B)(4) that the ar-12990n scorpion needle broke off inside a patient and was left inside the patient. This issue was discovered during a case with no patient harm.